Manufacturer narrative:
Siemens has completed an investigation of the reported event. During the investigation, it was determined that one focus of the x-ray tube failed. In the event a focus head fails on an x-ray tube (regularly x-ray tubes are equipped with 2 or 3 foki), this failure is detected and the operator can semi-automatically switch to another focus in order to finish the ongoing procedure. Appropriate information for switching the focus is trained and part of the user manual. The megalix tube was exchanged and the system works as specified. The manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
The investigation at the customer's site was performed. It was determined that the x-ray tube had caused the reported issue. The tube was exchanged and provided to the factory for investigation. The reported failure has not re-occurred since the megalix tube exchange. (B)(6).

Event description:
It was reported that during a procedure on the artis zee floor system a high voltage remained active after the pulse end. The emergency procedure had to be finished on an alternative system. There are no injuries attributed to this event. The reported incident occurred in (B)(6).